Event description:
It was reported to philips that the allura system would not start. The system was not in clinical use. There was no reported patient or user harm. Philips has attempted to acquire further information on the reported incident. However, service was not approved by the customer and therefore, no onsite inspection of the system was performed and no additional information will be available to support the investigation of this event.